Manufacturer narrative:
After receiving this complaint, we searched for other complaints and found none regarding the lot number 8839889. Quality databases were checked and revealed no anomaly in relation to the describe defect. A similar case study was perfomed based on same item number xb62xx, same defect drainage issue over last four year, no similar case was found. Unfortunately, no sample is available from the customer and we cannot go further than the documentary investigation which didn¿t reveal any anomaly recorded during production. Furthermore, it was mentionned that balloon was inflated with 10ml, however this product need to be inflate with 30-50 ml of sterile water, which indicates a misuse that could prevent the product from being used properly.

Event description:
According to the available information, during installation the bladder catheter obstructed the passage of urine and its reflux into the bag. Attempts were made to reduce the amount installed, but to no avail. Urine only flowed back into the bag when the balloon securing the tube was deflated.